Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not working. There was no harm or injury reported. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device's software was reloaded to address the issue.

Event description:
The manufacturer received information alleging a ventilator was not working. There was no harm or injury reported. The device has yet to be returned to manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.